Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 100 months after the lead implantation, during an ICD exchange, ventricular fibrillation was induced, detected and successfully terminated with 30j shock. The shock delivered during this test damaged the high voltage circuit (shock impedance was out of range) and the ICD would not deliver the shock when required. It was suspected that the lead had been already damaged before ICD change procedure. A new lead was implanted two days later, on the other side.